Event description:
It was reported that during a gastrectomy procedure, with the third cartridge and second firings, the tissue were pushed away. The staples were not formed properly. Damaged cartridge. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one long60a device was returned in good visual condition and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information is unavailable. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.